Event description:
(B)(4). Since essure placement I am in constant unbearable pain. I am severely depressed. Suicidal thoughts. No libido. Loss of teeth. Chronic migraines at least 4 days out of every week.